Manufacturer narrative:
The pump had intermittent button response due to corroded keypad traces. No button error alarms occurred. However, the pump passed the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer stated that she had a piece of cake and felt fine. The customer stated that she took the battery out of the pump for about 30 minutes and the button error is still on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.